Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy :rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, dermatitis allergic, urinary tract infection, fatigue, alopecia, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, endometritis, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Essure device placed bilaterally without difficulty. 5 coils at right ostium; 5 coils at left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-apr-2021: medical record received. Lot number & expiration date was added. Medical history added. New event added- chronic endometritis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy :rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, dermatitis allergic, urinary tract infection, fatigue, alopecia, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, endometritis, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Essure device placed bilaterally without difficulty. 5 coils at right ostium; 5 coils at left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion.. Lot number: 627294, manufacture date: 2008-05, and expiration date: 2010-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy :rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, dermatitis allergic, urinary tract infection, fatigue, alopecia, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. New events added- pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), allergic rash, uti, fatigue, hair loss, migraine, nausea and weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.